Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid loss and deflation issue was confirmed. Based on a review of all available information, the cause of the reported event was due to a cylinder had leaks with broken fabric threads attributed to wear in the cylinder body.

Event description:
It was reported that the patient underwent a revision procedure due to one cylinder empty and the other cylinder did not deflate with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to one cylinder empty and the other cylinder did not deflate with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. The patient was stable following the procedure.